Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Awaiting PMA#.

Event description:
A french nurse advised that a patient blood test was automatically marked by the contour next link 2.4, as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The nurse was advised to return the test strips for evaluation.